Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to acceptance criteria. No abnormalities could be found during logfile review which could lead to the reported problem. The system history shows that the laser was verified successfully prior and after the date treatment. No technical root cause could be identified as the system is operating within specifications. (B)(4).

Event description:
A technician reported that a patient presented with a foreign body sensation in the right eye two days post lasik. The patient was noted to have a corneal infiltrate inferiorly in the right eye. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).